Manufacturer narrative:
Initial reporter is synthes sales representative. Device history records review was completed for part: 03.130.010, lot: h346716. Manufacturing location: (B)(4), release to warehouse date: sep 14, 2017, oct 20, 2017, oct 24, 2017 and oct 27, 2017. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product, and any sub-components that would contribute to this complaint condition. Product investigation was completed. The stardrive screwdriver shaft was received with the tip of the screwdriver twisted. This is consistent with the reported complaint condition, thus confirming the complaint. An accurate measurement of the twisted tip diameter could not be achieved because of the post manufacturing damage (twist). Relevant drawings were reviewed during this investigation. The screwdriver shaft 1.3/1.5 t4 self-holding (part# 03.130.010) is a reusable trauma instrument in the variable angle locking hand system where it is utilized for the insertion and removal of 1.3mm and 1.5mm screws with t4 stardrive recesses. Twisting of the distal tip would occur if the screwdriver shaft were to experience excessive torque. The larger the cross-sectional area for a given material at an applied torque, the more resistant the material will be to deformation. The complaint condition is confirmed as the stardrive screwdriver shaft (part # 03.130.010, lot # h346716) was received with the tip of the screwdriver twisted. There is no indication that a design or manufacturing issue contributed to the complaint. A definitive root cause for the tip twisting could not be determined based on the provided information. It is most likely that excessive force during screw insertion occurred and it can be assumed that a mechanical overload led to the deformation of the screwdriver tip. In this relation as per the variable angle locking hand system surgical technique guide: "when inserting screws, use a two-finger tightening technique." No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent an unknown procedure. During the procedure, there was too much torque observed on the stardrive screwdriver. There was no surgical delay. It is unknown if the procedure was successfully completed. There was no harm to the patient. This report is for one (1) stardrive screwdriver. This is report 1 of 1 for (B)(4).